Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device displayed an "off set self check failure - 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The customer's report was observed and attributed to a corrupted calibration table. The device was recalibrated to remedy the issue. It could not be firmly established how the calibration table became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.